Event description:
During a right total knee arthroplasty, a piece of the saw blade broke off and was discovered in the incision post-surgery via x-ray. Procedures taken: surgeon and team confirmed the broken piece through postoperative imaging. The broken piece of the blade was retrieved and confirmed by matching with the waste blade. Potential harm: retained foreign object (rfo) within the patient. Investigation: equipment sequestered. Immediate actions: all scrub techs to ensure return of intact instruments and disposables. Ensure all instrumentation and disposables are checked for integrity. Another incident occurred on [redacted], during a total knee arthroplasty, a saw blade fractured at the attachment point, and the fragment was initially not visible. Immediate actions taken: surgeon ordered intraoperative x-rays which confirmed no foreign body within the patient. The missing fragment was located on the or floor. Notifications and documentation of the event were done. Patient outcome: the patient was stable, and no foreign body was retained within the patient. Disposition of product: the fractured saw blade, fragment, and packaging were secured for review. Investigation: emergency request for replacement blades initiated. Common information: manufacturer: stryker. Model: 6125-127-090. Common actions: sequestration of all potentially defective saw blades. Improved validation procedures for surgical equipment integrity. Enhanced staff training to ensure thorough checks of equipment before, during, and after procedures. Next steps: continued monitoring and verification of equipment, ensuring the safety of surgical procedures, and review by medical device representatives. Manufacturer response for stryker saw blade model: 6125-127-090., stryker performance series sagittal blade (per site reporter). They offered to replace product. Manufacturer response for stryker saw blade model: 6125-127-090., (brand not provided) (per site reporter). They offered to replace product.